Event description:
It was reported that there was no capture, no sensing and low impedance on the right atrial (ra) lead post coronary artery bypass grafting (CABG) and aortic valve replacement. The lead functioned appropriately prior to surgery. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 implantable pulse generator (ipg) implanted: (B)(6) 2012, 5086mri implantable pacing lead implanted: (B)(6) 2012. (B)(4).